Event description:
Approximately five months post implantation, the patient was admitted for bacteremia. The patient was pan-cultured which revealed enterococcus faecalis. No definitive source of infection was identified, therefore the site suspected the pump as a possible source of the infection. The patient was placed on intravenous antibiotics vancomycin then gentamycin and rifampin and eventually transitioned to oral ampicillin. Further details regarding testing and treatment were not provided.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient was admitted for an infection and treated with intravenous antibiotics. At last report, the patient was listed as 1a(e) for transplant. The device remains implanted and was not returned for analysis. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.